Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact; however the insulin pump was tested with a good battery cap and no blank display and no battery out limit alarm during our testing. The insulin pump had normal operating currents. The test minilink transmitter with the glucose sensor simulator communicates properly to the insulin pump. No unexpected lost sensor alarm noted. No damage found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the screen on the insulin pump went blank after replacing the battery. After changing the battery the pump began to count down and then a dark triangle appeared on the screen; a battery out limit alarm then occurred. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined for the battery out limit but was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. No products were returned replacement battery cap was shipped to the customer. The customer did not call back after receiving the battery cap.